Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured february 5-7, 2024. The device was received for evaluation containing 238ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The device had 200ml residual volume of an unspecified solution. This was observed at the nursing station, prior to patient use. There was no patient involvement. No additional information is available.